Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding patients with implantable pumps. The drugs in the pumps and the indications for use were unknown. The consumer reported that their pump had stalled at 10 a.m. On friday (B)(6) 2017 and that the patient found out that they were the ¿third one in 3 weeks.¿ refer to manufacturer report # 3004209178-2017-26368 for details pertaining to the known patient with the motor stall on friday (B)(6) 2017. It was stated that the manufacturer knew ¿there was a problem with the larger pumps.¿ no complications were reported or anticipated.